Event description:
The customer reported that while the iabp was in use on a pt during transport, the iabp battery failed. The iabp "stopped." No pt injury was reported.

Manufacturer narrative:
The company rep replaced the batteries ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).